Event description:
It was reported that during an open heart surgery which was unrelated to the device or leads, the atrial lead dislodged. When the lead was examined, a small amount of tissue was observed attached to the tip. The physician thought that the patient may have endocarditis and elected to remove the dislodged lead. It was also noted that the patient had been transmitting weekly due to an alert for an out of range impedance patient notifier.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.